Event description:
The subject device was sent to an olympus service center for evaluation with no complaint. During inspection and testing, the power supply fan was broken and there was no image from the device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, the power supply fan was broken and there was no image from the device due to a faulty patient board set. In addition, the top cover, rear panel, chassis, and front panel had poor appearance, and the main connector unit was worn out due to wear and tear. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty patient board/substrate set could not be identified. Also, based on the results of the legal manufacturer's investigation, a definitive root cause of the damaged/broken power supply unit fan could not be identified. However, it¿s likely the cause is related to abrasion. Olympus will continue to monitor field performance for this device.